Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a "localizer faulted" message. The camera had a green and amber lights on and ndi toolbox had an internal temperature and bump status on. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: clip 9735811 camera handle s8 svc camera refurb 9735821r vega base s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The camera and camera clip were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. The returned positioning sensor unit (psu) has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to aug 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .562mm with a passing threshold of .250mm. This psu has not been previously returned for a failure. B01 c08 d02 apply the camera clip was returned for analysis. Confirmed that camera handle clip was broken and will not secure. B01 c07 d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.